Event description:
Rptr had back surgery involving pedicle screw implant and fusion. He suffered severe pain the 2nd night. He called the nurses repeatedly and was ignored. Several hours later a nurse found that the tube providing pain medication, inserted in his spine, had come loose. She could not reinsert it. The pain control unit was finally called early morning and they shot his left hand full of morphine. His hand is still numb and painful. He believes he almost died that night and nothing was done to help him. His dr believes the radial nerve in his left hand was damaged because of the IV unit. He does not know if rptr will regain total mobility of his hand.